Manufacturer narrative:
Literature article: case series of early structural valve deterioration of trifecta bioprosthesis - new zealand experience. It was reported that 525 patients underwent surgical aortic valve replacement, with 263 receiving an abbott trifecta or trifecta glide technology (gt) valve between january 2015 and december 2021. Three patients out of 263 were identified from the study period as having early svd requiring reintervention within three years of valve implantation. Five cases had cusp tears as their failure mechanism, raising concerns about durability. Some of the complications reported were aortic regurgitation, heart failure, surgical intervention, hospitalization, pannus, torn cusp. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device or individual patient information was received for analysis.

Event description:
The article, "case series of early structural valve deterioration of trifecta bioprosthesis - new zealand experience", was reviewed. The article presented a case study of an 62-year-old female with congenital bicuspid aortic valve and history of hypertension. It was reported that on an unknown date, a 23mm trifecta valve was implanted in the patient. The patient presented 31 months later with acute severe aortic regurgitation and heart failure. A decision was made to explant the valve and replace with a 22mm non-abbott valve. It was found intraoperatively there was a torn non-coronary cusp of the trifecta valve. The explanted valve was examined and found to have pannus ingrowth on one leaflet. The article concluded the trifecta valve has an acceptable safety profile and offers good hemodynamics due to the externally mounted leaflets. However, their experience of early svd and failure is concerning for valve durability. Further comparison to other bioprosthetic valves and longer term follow-up are required to characterize the mechanism of failures. [(B)(6)]. Post-procedural complications included: aortic regurgitation, heart failure, surgical intervention, hospitalization, pannus, torn cusp. *patient 1*.